Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. Insulation (safety) during high frequency treatment was noticeable due to damage to the rigid tube due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The curved rubber adhesive was missing. Switch 3 was not functioning due to damage from external factors. There were scratches on the universal cord due to external factors. The video connector was broken due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented an e226 scope communication error message. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the suggested event (e226, b30 and insulation failure) occurred due to breakage of a wire or a short circuit since the image sensor unit cable in the bending section was broken. The broken image sensor unit was likely caused by an unexpected excessive since the bending section adhesive was also chipped. Olympus will continue to monitor field performance for this device.